Manufacturer narrative:
Continuation of d10: product ID neu_stylet_acc; serial# unknown; product type accessory product ID: neu_stylet_acc; serial# unknown; product type: accessory product ID: b3301542; serial# (B)(6) product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during phase I implant, the lead was connected to the test cable and connectivity and impedance tests failed. The lead was reconnected to test cable, ran impedances along with connectivity test and both failed again. Troubleshooting included replacing the test cable and repeated noted tests for this lead; both tests failed. A second lead was opened and placed and that lead also failed both the connectivity and impedance test using both of the opened test cables previously noted. A third lead was opened and placed and this passed both tests.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID neu_style t_acc serial# unknown; product type accessory. Product ID neu_stylet_acc serial# unknown product type accessory. Product ID b3301542 serial# (B)(6) product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.